Manufacturer narrative:
Good faith effort (gfe) attempts were made to obtain additional details about the event, the outcome of any device evaluations, and potential causes of the alleged alarm failure. Two gfe request have been sent with no response from the philips rse or the customer. Details could not be provided. It is not known what specific alarm failed or if the device displayed an inop at the time of the event. No device event logs, or configuration were available for review. Due to insufficient information, the reported problem could not be confirmed. Per the salesforce case 0122004468, the remote work order # wo-08687997 was cancelled. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer did not respond to any of philips inquiries to obtain additional information.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer reported that the unit is not alarming where they need it to. Patient involvement is unknown. There was no report of patient or user harm.